Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. Corrective actions cannot be assigned at this time. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect, determine a root cause and any corresponding corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges a disconnection of the connector from the et tube. Alleged malfunction reported as occurred during use. Customer reports no necessary medical intervention required. Patient condition reported as "fine".